Event description:
It was reported that the patient presented to the emergency room with presyncope and dizziness. Upon device interrogation, it was noted that the right atrial (ra) lead and the right ventricular (rv) lead exhibited intermittent capture. The ra and rv leads were explanted and replaced on (B)(6) 2026. The patient was in stable condition.